Event description:
Major pump unit(s) involved: external control system failureadditional text: lvad disconnected from power sourcespecific component(s) involved: other component malfunction, specifyadditional text:other component: external control systemcausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : lvad monitoringimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.